Event description:
A report was received that the patient experienced difficulty and extended time charging the ipg due to ipg migration from the original position. The patient underwent a revision procedure where the ipg was rearranged in a new pocket. The patient was doing well post-operatively.